Event description:
It was reported to philips that system was booting slowly and intermittently rebooting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the device was in clinical use when the issue occurred and the customer was performing electro physiological procedures and the procedure got delayed for few minutes and customer waited for machine to boot. Upon troubleshooting, fse found that the pc would not accept software load due to component damage. To resolve this problem, fse replaced the suite pc and reloaded the software. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome